Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 117 mg/dl. Customer stated that there was a white line going up and down on the screen and it was not working now. The customer stated that the contact on the battery cap and battery compartment was neither missing nor damaged. Customer stated that they clear the battery out limit alarm and it came back. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.